Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4344023. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was blood leakage that flowed into the barrel on a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in. During use. No injury or medical intervention.